Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6)2024. During the procedure, the axios stent was attempted to be deployed; however, even after several attempts, the stent could still not be deployed and when the device was pulled out of the patient, the monopolar plug detached from the handle. The procedure was completed using another axios stent. There was no patient complications reported due to this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed, and the monopolar plug detached. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position. The stent was able to be deployed but was slow to expand. No other problems were noted to the stent and delivery system. The reported events of stent failure to deploy and connector detachment of device or device component were confirmed. The investigation concluded that stent failure to deploy is noted within the product labeling as a possible adverse event associated with the use of the device. In addition, the monopolar plug detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.